Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report has been provided. Through follow-up communication livanova (B)(4) learned that the device was cleaned regularly per the IFU and that it is placed outside the operating theatre. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.